Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the returned tibial tray confirmed that the device has no damage and no burrs were seen on tray lugs. Visual inspection of the locking bar shows some wear marks (nicks and gouges) consistent with usage. Dimensional analysis of both the devices confirm devices to be within specification. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an implant would not mate with the tibial plate and got stuck during the operation. The doctor used a backup product to complete the operation. There is no additional information available at this time.